Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) has delivered numerous ineffective and inappropriate therapies under primary vector configuration. The patient reported syncopal episodes and has showed low blood pressure. Technical services (ts) noticed a combination of t-wave and non-physiologic artifact oversensing on some treated episodes and low amplitude morphologies. In addition, one treated episode accelerated the ventricular tachycardia (vt) into ventricular fibrillation (vf) but was subsequently converted with more shock therapy. Up to two shocks were necessary to convert the vf. Reportedly, previous x-rays have showed no changes since implant and the patient undergone a vt ablation procedure. More recent provocative maneuvers were unable to reproduce any artifact. Ts recommended additional troubleshooting and potential reprogramming options. This implantable electrode remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields - b5 (describe event or problem) and h6 (device codes). Evidence of episodes appropriately treated were not found after further analysis of the case.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) has delivered numerous therapies that have been appropriate and ineffective or inappropriate, under primary vector configuration. The patient reported syncopal episodes and has showed low blood pressure. Technical services (ts) noticed a combination of t-wave and non-physiologic artifact oversensing on some treated episodes and low amplitude morphologies. In addition, one treated episode accelerated the ventricular tachycardia (vt) into ventricular fibrillation but was subsequently converted with another shock. Reportedly, previous x-rays have showed no changes since implant and the patient undergone a vt ablation procedure. More recent provocative maneuvers were unable to reproduce any artifact. Ts recommended additional troubleshooting and potential reprogramming options. This implantable electrode remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) has delivered numerous ineffective and inappropriate therapies under primary vector configuration. The patient reported syncopal episodes and has showed low blood pressure. Technical services (ts) noticed a combination of t-wave and non-physiologic artifact oversensing on some treated episodes and low amplitude morphologies. In addition, one treated episode induced a ventricular fibrillation (vf) episode but was subsequently converted with more shock therapy. Up to two shocks were necessary to convert the vf. Reportedly, previous x-rays have showed no changes since implant and the patient undergone a vt ablation procedure. More recent provocative maneuvers were unable to reproduce any artifact. Ts recommended additional troubleshooting and potential reprogramming options. This implantable electrode remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields - b5 (describe event or problem) and h6 (device codes). Evidence of episodes appropriately treated were not found after further analysis of the case. B5 (describe event or problem) was updated once again. The ventricular fibrillation was a therapy induced arrhythmia and not a rhythm acceleration from ventricular tachycardia.